Event description:
Additional information received from a healthcare professional (hcp) reported that the patient's low implantable neurostimulator (ins) battery and replacement was due to normal battery depletion.

Event description:
The patient reported magnetic resonance imaging for their back. The patient stated that their symptoms were not related to the device but provided information details. The patient had back pain that hurts all the time except for when they would lay flat and straightened their shoulders. Spinal stenosis was suspected due to the patient being a nursing assistant for 36 years. The patient was taking oral norco pain pills for their back pain which did not resolve the pain. The patient was also given a prescription for oxycodone on (B)(6) 2016 to try. After the patient's the implantable neurostimulator (ins) was replaced on (B)(6) 2016 it was working fine. Six months prior to (B)(6) 2016 the ins wasn't working so well. The patient's healthcare provider figured it was a low ins battery due to longevity and replaced it. Additional information reported that the patient's low ins battery and replacement was due to normal or premature depletion. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.